Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during tongue portion resection, the knots loosen by themselves despite 3-fold knotting. Deficiency occurred with every thread thickness and package. Product was changed to complete the procedure. There was no patient injury.